Manufacturer narrative:
The pod was received partially deployed, with the linkage assembly extended, which resulted in an exposed needle. Upon opening the pod, the needle mechanism fully deployed. The linkage assembly was observed to be dislodged from the slide retract and damaged. Inspection of the mechanism rails found slight buckling on the left mechanism rail due to incorrect installation. The needle mechanism was reset and redeployed without incident. The incorrectly installed mechanism rail could not be confirmed as the root cause of the reported event. While it can be confirmed that a needle mechanism failure occurred, the exact cause of the reported event is indeterminant.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was not worn.